Event description:
It was reported that the patient underwent rotator cuff procedure utilizing a suture passer on (B)(6) 2011. During the procedure, the suture passer would not pass the suture. A competitor's product was used to complete the procedure with no reported significant delay to the procedure or injury to the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned device noted the trap door touches the side of the opening. Functional evaluation of the device found that it was able to pass suture as designed. This report filed (B)(4), 2011.